Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an observation of no audio. Service evaluation verified the no audio condition. The cause was identified during a visual inspection to be a failed back flex. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump the device had no audio. There was no patient involvement. No additional information is available.